Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as scabbed over skin on her back that itches. There was no alleged device malfunction contributing to the irritation. The patient was told to keep the device off until the next doctors appointment. The patient was also prescribed neosporin by the doctor. By a medical professional. Follow up indicated the irritation improved.